Event description:
It was reported that the cardiosave intra-aortic balloon pump displaying gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) arrived to do scheduled maintenance and found a note on the machine indicating a gas loss alarm. Fse confirmed in the logs, the alarm was logged but found no issue with the unit. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, cleared for clinical use. Returned to customer.